Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they could not remove the battery cap. The customer's blood glucose was over 300 mg/dl at the time of incident. The customer also reported that the insulin pump does not have power. The customer was advised that the insulin pump will need to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump functioned properly during functional check including rewind and basic occlusion, occlusion, prime, excessive no delivery, displacement test, self-test, unexpected restart test and all operating current measurement were normal. No blank display or display anomaly noted, however the battery tube was corroded. The insulin pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip, cracked battery tube threads, cracked pump belt clip slot, stained end cap sticker and stripped battery cap coin slot.